Event description:
It was reported that during an unk procedure, the clips needed to be pressed multiple times before it activated. No patient consequence's were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. D4: batch # z70217. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent damage to the external components. Additionally, the packaging opened was returned along with the instrument. In an attempt to replicate the reported event, the device underwent functional testing. During testing, the device was fired; however, the clips failed to advance into the jaw. Further observation revealed that the tip of the advancer was bent. The instrument was subsequently disassembled to evaluate the internal components. Upon disassembly, the advancer was confirmed to be bent, and eight (8) clips were found remaining within the clip track. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z70217 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.